Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -15.5/+3.0/90 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced pupil block with elevated iop. On the same day, in a second surgery, the lens was exchanged for a shorter lens. The customer stated the dr. Thought the issue was caused by the lens size, though he did not measure the vault. The problem was resolved. At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found a tear in the haptic. There was evidence of clear residue and debris on the lens. (B)(4)